Event description:
Hickman 7 fr dual lumen catheter placement utilizing "atraumatic" forceps. Physician noted that a hole was made in the catheter line by the "atraumatic" forceps. Catheter was not placed.what was the original intended procedure?hickman dual lumen placement.